Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses to activate the screen. The contact reported that the button was subsequently completely unresponsive. The customer's blood glucose level was 79 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.